Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that they took the bed to a facility to set it up and the controller was smoking when they went to use any function of the bed.

Manufacturer narrative:
Additional/updated information was added to reflect the foot section of the bed (which included the foot and bed motors) and the hand pendant being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, when the "head up" function was pressed on the hand pendant, there was smoke emitting near the head connector followed by a spark and flame, which lasted for approximately 10 seconds, followed by more smoke. Once the pendant button was released, no additional sparks/smoke was observed. The insulation of the pendant wiring caught fire due to being in close proximity to the flame produced by the control box. Additionally, the head motor and motor connectors had deformation and discoloration, there was a hole present between the head and bed motor connectors, and the pcb was discolored. All other functions on the hand pendant operated without any complications. The underlying cause of the smoke/sparks/flame at the head motor connector near capacitors c2 and c3 of the pcb was due to a defective control box. Invacare is in the process of investigating the root cause of the malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that they took the bed to a facility to set it up and the controller was smoking when they went to use any function of the bed.